Event description:
(B)(4) the facility rep states while transferring a resident, the unit tipped. He states when the unit was pulled aside, he states one leg didn't spread fully. He states a pin inside the spreading mechanism is loose.